Event description:
Revision surgery was reported.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. In an evaluation performed by our research department, the following was noted: the genesis ii oxinium femoral component had bone cement well adhered to the superior grit-blasted surface, which did not become dislodged with the application of manual force. The articulating surface of the femoral component showed signs of deformation along both condyles, which was most likely caused due to contact with the tibial baseplate. The most superior locking mechanism rim of the tibial baseplate into which the insert locks was also deformed. The deformation was most prominent along the anterior-medial and posterior-lateral aspects of the baseplate, indicating the femoral component likely exhibited rotational instability. Deformation was also observed along the anterior-lateral rim. The baseplate also had burnishing along the polished superior surface, which may have been caused by the insert being loaded after becoming dislodged from the baseplate. The insert was not returned, but the damages observed can likely be attributed to loosening and disassociation of the insert. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.